Manufacturer narrative:
The tube was not returned and the lot number not reported. In addition the cortrak unit was found to be functioning per specification. The selection of the feeding tube size, both fr (diameter) and length should be chosen based on the patient size and medical condition.

Event description:
The cortrak nasogastric tube was placed without difficulty using the cortrak system. Three days after placement the patient developed abdominal distention and blood in the stool. A bowel perforation was discovered and repaired in the or.